Event description:
Info received indicates the head section is bent.

Manufacturer narrative:
The technician investigated and found the head section pivot slide was twisted out of its track. The facility received a replacement bed.